Event description:
It was reported the patient is on a dilaudid pca for severe skin pain. Patient was moving the tubing set up from his central line to his piv, and the filter's outer cover/shield (female part) broke completely off, so it could not spin and lock onto the clave anymore. Note, this was our newer cadd pump tubing, where you had to add the filter to the cadd pump tubing, and it was the filter itself that broke. This has caused emotional distress to the patient and their family. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.